Manufacturer narrative:
The initial MDR 2247117-2017-00118 was filed on (B)(6) 2017. Additional information (11/15/2017): a siemens headquarters support center specialist reviewed the instrument data. The instrument data did not indicate sample level sense, reagent level sense or mechanical issues during the time the discordant result occurred. The cause of the discordant, falsely elevated human chorionic gonadotropin result on one patient sample is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the grounding of the sample carousel was poor and the readings were varying from 0.6 to over 300 ohms. The cse removed the sample carousel and found that the grounding brush and the inner rim of the carousel were dirty. The cse cleaned both parts with abrasive paper and checked the readings, which were still unsatisfactory. The cse then found that the copper bristles were loose. The cse checked and crimped the holder after which the reading improved, however, still high at 0.7 ohms. The cse checked the internal grounding bar and found that the reading was 0.4 ohms at one end and 0.7 ohms at the other. The cse removed and stripped the grounding bar and then cleaned all its components before reassembling. The cse measured the readings at various points around the sample carousel and obtained consistent readings of 0.4 ohms. The cse checked the sample probe positions and probe dispense angle, which were acceptable. Quality controls were run, which were within acceptable range. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then repeated on two alternate platforms. The results on the 1st alternate platform were lower, while the result obtained on the 2nd alternate platform was not provided by the customer. However, the result obtained on 2nd alternate platform was in agreement with that obtained on the 1st alternate platform. The low hcg value was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.